Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A stylet insertion test passed without issue, indicating no blockage in the lumen. A helix mechanism test passed without issue. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was an attempted lead due to loss of capture, high capture threshold and high out-of-range pacing impedance measurement, measuring greater than 3,000 ohms. Troubleshooting consisted of changing the connector and cable, but the issue remained. This lead was repositioned but still no change. A different lead was successfully implanted. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was an attempted lead due to loss of capture, high capture threshold and high out-of-range pacing impedance measurement, measuring greater than 3,000 ohms. Troubleshooting consisted of changing the connector and cable but the issue remained. This lead was repositioned but still no change. A different lead was successfully implanted. No adverse patient effects were reported.